Event description:
Event description guidant received information that this right ventricular lead exhibited noise, resulting in oversensing and inhibition of pacing, causing a syncopal episode to occur. It was noted that the stored electrogram noted 50 hz noise. During the revision procedure, lead testing verified the integrity of the lead through the pacing system analyzer (psa); however, visual inspection of the device noted large amounts of dried blood within the header. A technical service consultant was concerned with the integrity of the device's header and recommended to remove and replace the device. The device was then removed and successfully replaced.